Event description:
Reporter noted they had changed systems to complete irrigation/aspiration, but found the replacement system wouldn't irrigate. They then completed the case manually and inserted iol. No pt injury occurred.